Manufacturer narrative:
Product complaint #: pc (B)(4). 510k: this report is for an unknown screws: locking: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: picture review: narrative (screw breakage) could be verified from provided x-rays. Product was not returned. Exact part/lot number are not known. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: a patient came in for post-op 3 month follow up with pain in adductor region. An x ray was performed and a screw breakage in pubic symphysis plate was discovered. The broken implant is 3.5mm self tapping ss screw. As of now, the dr has not decided on revision or removal. In case the patient will experience pain or impingement, the dr may opt for revision or removal surgery. Concomitant devices reported: unknown plate (part#: unknown, lot#: unknown, quantity#: 1), unknown screws (part#: unknown, lot#: unknown, quantity: 5). This complaint involves one (1) device. This report is 1 of 1 for pc (B)(4).